Manufacturer narrative:
Physio-control contacted the customer and the customer declined to have the repairs completed for their device. The device was returned to the customer, unrepaired. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that device failed the self-test and there was an event code logged in the device's memory. The event code logged in the memory of the device is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from a selected energy level. There was no report of patient use associated with the reported issue.